Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead had delivered impulses that lead to far r-wave oversensing leading to inappropriate ams and it was also noted that the lv lead had a loss of capture. A chest x-ray revealed that the lv lead was dislodged. The patient was feeling palpitations whenever he coughed or overexerted himself. The lv lead was explanted and replaced. The patient was stable throughout procedure.